Manufacturer narrative:
(B)(4).

Event description:
The receiver has been received for evaluation. An external visual inspection was performed and the receiver passed. The receiver does not boot or charge and will not turn on. Opened the receiver case for internal inspection and it passed. Replaced the receiver battery with a known good battery and the receiver does boot and charge. Downloaded the receiver log and observed 'rttloss' event related to complaint. Replaced known good battery with original battery and receiver no longer turns on. The complaint was confirmed . The root cause was determined to be a bad receiver battery.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.